Event description:
The following was reported by the pt's attorney: on (B)(6) 2007 - pt underwent repair of abdominal hernia with composix kugel. On (B)(6) 2009 - pt was admitted to the hosp with abdominal pain. It was reported a CT determined thickening of the abdominal wall at the hernia repair site was indicative of inflammation and infection of the mesh. The pt was treated with antibiotics. On (B)(6) 2010 - pt had a CT scan that indicated tiny "dots of air" in and around the hernia repair mesh. These "air dots" were determined to be caused from an infection of the hernia repair mesh. The pt was treated with several rounds of antibiotics. On (B)(6) 2010 - the pt underwent excision of the composix kugel mesh which was noted to be infected. The attorney alleges the pt's multiple infections were caused by several perforations and separated sections of the hernia repair mesh causing part of the intestine to become wedged under the mesh. As a direct and proximate result, the pt has suffered injuries.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. Although medical records have not been provided, the attorney alleges the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The attorney reports the composix kugel mesh had separated causing part of the intestine to become wedged under the mesh, however there was no sample returned therefore eval of the device could not be performed. Additionally, product identifiers have not been provided. Without add'l info, no conclusion can be drawn.